Event description:
A consumer's mother reported that her daughter was diagnosed with a corneal ulcer after using this product. In a f/u, the optometrist reported that the pt was diagnosed with a corneal ulcer after she reported "sleeping in her contact lenses". The pt was treated with antibiotic and steroid eye drops. The optometrist reported the event resolved with treatment.

Manufacturer narrative:
Eval summary - the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Attempts have been made to obtain add'l info. A completed questionnaire was received from the healthcare provider on (B)(4) 2012. (B)(4).